Manufacturer narrative:
No product was returned for evaluation. Data for the described event date of 2024-05-24 were unable to be reviewed, as there is a gap in engineering log data from 2024-03-07 until 2024-05-26. No evidence of device malfunction was found in the available engineering logs during the review period of 2024-01-29 through 2024-03-07. During this period, the ilet was behaving as intended by reacting appropriately to cgm glucose values. Without engineering data for the reported event date, performance of the device during the event cannot be evaluated. Available clinical data confirms hypoglycemia on the reported event date, following a usual for me breakfast meal announcement. According to the clinical data, the ilet appropriately decreased and suspended insulin in response to the falling and low cgm glucose levels. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and available device data, the ilet operated as intended. However, this cannot be confirmed without engineering data. It is likely that this hypoglycemic event was caused by overestimating the carbohydrate content of the meal, resulting in an excess of insulin on board, combined with increased activity while out on the river. The user reported being disconnected from the ilet appropriately for the water-based activity.

Event description:
On (B)(6) 2024 an ilet user's mother reported the user experienced a low blood glucose (bg) event requiring a visit to the ER. The event occurred on (B)(6) 2024. The user's mother reported that on (B)(6) 2024, the user experienced a low bg event while disconnected from the ilet system. During this event, the user was with their uncle at a river. Despite attempting to treat the low bg with juice, the bg did not rise. The user's grandmother called 911, but due to the remote location, ems had difficulty locating them. The user's uncle drove them to the nearest fire station, where the user briefly lost consciousness. Medics at the station attempted to administer an IV, but the user regained consciousness and resisted, leading to their transport to the ER. The user was not admitted to the ER, as their bg levels began to rise after receiving a glucose pack from the medics. The user's mother arrived at the hospital approximately 30 minutes later, by which time the user's bg was back to normal. The user's mother noted that there are no issues with the user's bg when they are using the ilet system, and problems only arise when the user is disconnected from it for extended periods. The user was disconnected from the ilet for most of the day while at the river, leading to the low bg event and subsequent hospitalization. The user's mother believes the lowest bg level during the event was in the 50s mg/dl, and the duration of low bg was about 30 minutes.